Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a fistulogram procedure, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of the sheath, the valve was leaking considerably. The physician felt that the valve was faulty as it was not stopping the back-flow of blood. The physician was experiencing back bleeding even without a wire or catheter in the valve. The procedure was successfully completed with the device in question. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not require any add'l procedures not experience any adverse effects due to this occurrence.